Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The septum was very thick and floppy, the left atrium was large, the left side had a common ostium. It was very difficult to pass the septum with the faradrive steerable sheath clear. The physician attempted to pass the septum 10-15 times. The puncture was located in the fossa ovalis. The faradrive steerable sheath clear was removed from the body. The septum was successfully punctured with a non-boston scientific sheath. When flushing the faradrive steerable sheath clear again for preparation, difficulties occurred. The faradrive steerable sheath clear could not be flushed completely. The procedure was completed successfully by using another faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was disposed.